Event description:
It was reported that grafts were removed due to reported failure due to infection. The grafts had been dialyzed and upon removal of the grafts, needle holes were seen in the grafts. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number is unk. The explanted grafts were not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk. It should be noted that infection is a known complication of the dialysis procedure.